Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that did not work properly. Two weeks later, surgical intervention was performed, and a crack was found in the right cylinder connecting tube. The ipp pump was replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned component underwent a thorough analysis. The pump was microscopically examined, and the pump was found to be contaminated. The pump passed leak testing but was unable to be functionally tested due to the contamination. Based on the available information, the reported allegations were unable to be confirmed.

Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that did not work properly. Two weeks later, surgical intervention was performed, and a crack was found in the right cylinder connecting tube. The ipp pump was replaced. There were no patient complications reported.